Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submit.

Event description:
It was reported that an occlusion alarm occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer discontinued pump and reverted to an alternate method of insulin therapy.